Event description:
It was reported the patient had coupling and or communication issues. Pt called in because starting a week ago she has had difficulty charging. She has not been able to get any coupling bars. It was noted that it "took forever to charge." It was stated that the battery would only go to "half full and then stop and it wouldn't charge past that" while charging. Pt also stated the antenna used to be warm now it is not. The caller reports a loss of therapeutic effect. On wed night (2/6) the pt stated her stim didn't feel like it used to, this continued into thurs 2/7. Pt said the device covered 100% of her pain now only covering 70%. Pt reports no falls or trauma. Additional information reported coupling and or communication issues. After repositioning and adjusting dial patient now has 6 boxes shaded. Ins is currently half full and insr completely full. It was noted the patient had went to a hospital and left their stimulator on. It was stated that since the hospital visit, the stimulation "didn't feel right and the volts didn't feel the same." It was noted the patient felt like there were knives in their feet while they walked. Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted relief was ¿by passing my back: 2nd time to change level.¿ it was reported that the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).